Manufacturer narrative:
Date of event is estimated based on the date of awareness stated in the customer complaint.

Event description:
According to the complaint, the hospital reported the needles of (B)(4) were corroded.

Manufacturer narrative:
Root cause investigation: the root cause of corrosion is exposure to high concentrations of chloride containing gas/liquid in a high temperature & high humidity environment. Analysis and investigations have been made to support this root cause: corrosion identified on corroded needles. Smell of chloride of samplers with corroded needles. Litteratur investigation and experts statements. By testing of reference samples, it has been concluded that exposure to chloride occurs after samplers have been shipped to china. Investigation of each step of the supply chain has been performed. Use of chloride containing gases has not been identified anywhere in the supply chain, and would not be present during normal handling/storage/shipping. Conclusion is that no systematic pattern of needle corrosion can be found. The corrosion is limited to a few needles of each lot, and will not be present during intended handling, storage and shipping.